Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, a leak was identified from an unspecified location that led to this alarm. It was noted that there was a loose connection between the cassette and supply bag; the connection could be tightened further. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual. Rts advised the patient to contact their nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.